Manufacturer narrative:
Age/date of birth: 64.5 ± 9.29. Sex/gender: male: 6, female: 20. Weight: unknown/not provided. Ethnicity: unknown/not provided. Date of event: exact date not provided, article acceptance date is july 07, 2021. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If implanted; give date: unknown, information not provided. Explant date: not applicable, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The following article was received based on a literature review. Article: comparison of the visual outcomes of an extended depth-of-focus lens and a trifocal lens. A retrospective comparative study was done to compare the visual performance of the acrysof iq panoptix trifocal intraocular lens and the tecnis symfony extended depth-of-focus lens at near and distance visual ranges. A total of 221 eyes of 146 patients underwent phacoemulsification and cataract extraction and received either a panoptix (n=83 eyes received the panoptix non-toric lens and n=30 eyes received the panoptix toric lens; alcon laboratories, inc.) Or symfony lens (n=70 received the symfony non-toric lens and n=38 received the symfony toric lens; abbott medical optics, inc.). Of the 97 eyes implanted with symfony at 1-month post-op, glare was reported by 5%, halo by 9%, photophobia by 3%, dry eyes by 16%, and night vision disturbances by 6%. Of the 48 eyes implanted with symfony at 3-months post-op, glare was reported by 2%, halo by 5%, photophobia by 2%, dry eyes by 4%, and night vision disturbances by 7%. There are no indications in the article of any interventions provided.